Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) with another manufacturer's chronic right ventricular (rv) defibrillation lead, high out of range shock impedance measurements greater than 125 ohms were observed. The lead to device header connections were verified to be appropriate and the lead was viewed under fluoroscopy and noted no anomalies. The device was attempted, but not implanted and the rv lead was surgically abandoned and replaced. No adverse patient effects were reported.